Event description:
Per independent repair center, the unit would not start. The key failure was the pc board for the control panel was defective. Additional malfunction was the on/off switch on the control panel was defective.